Event description:
Pain with pus and warmth developed on left axilla. Inflammation including pus, warm sensation, redness and patin seemed to worsen she visited the clinic, performed minimal drainage under local care only (due to size/depth and need for further evaluation). Prescribed oral antibiotics. Transferred to a higher-level hospital for definitive management including possible surgical intervention.